Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncope. The pulse generator could not be interrogated. The device was explanted and replaced (B)(6) 2012.